Event description:
It was reported that the patient's blood glucose level rose above 250 mg/dl while wearing the pod for an unknown duration and site location. When the pod was removed from the infusion site, the pod's cannula was found bent with leaking observed. The pod was replaced and medical assistance was then sought from the patient¿s endocrinologist, who directed the patient to seek treatment at the emergency room on (B)(6) 2026. They were subsequently transferred to the pediatric intensive care unit (picu) and hospitalized with diabetic ketoacidosis (dka) on the same date. Symptoms experienced included hyperglycemia, vomiting, lethargy, weakness, malaise, dehydration, and aching. The patient was treated with intravenous insulin and fluids and released two days later (B)(6) 2026. The pod has since been discarded and the patient has since ceased omnipod therapy.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.